Manufacturer narrative:
H10 internal complaint reference: (B)(4). H6 the device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Clinical investigation concluded that since no further harm is anticipated, no further medical assessment is warranted. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1) there may have had been inadvertent contact of the activated device tip with non-targeted tissue. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the surgeon performed an intracapsular amygdalectomy with a coblation halo wand without encountering any problems during the procedure. The parameters of the werewolf system were checked by the sales representative. When the child woke up after the surgery, he had a large edema on the uvula. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.